Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistent high glucose while using an infusion set on the abdomen, with the pump generating occlusion alerts that were dismissed; subsequent capillary readings reached 427 mg/dl. The patient disconnected from the pump and administered a 20-unit subcutaneous insulin injection by pen, after which they were advised to wait before reconnecting and to perform a full supply change to resolve the occlusion. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with a deformed component within the infusion pathway, linked to the connector/coupler of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.